Event description:
It was reported that sterile water could not be removed during pretesting of foley catheter. There was no reported patient injury.

Manufacturer narrative:
The reported event was unconfirmed. Two photos were received. The first one shows an overview of the catheter, the second photo zooms into the deflated catheter balloon and tip. It was also received 1 all silicone three-way foley catheter with sample port connector. The catheter balloon was inflated with the in-house syringe with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and no leaks were observed, balloon concentricity was observed to be 70:30. Catheter rested with no leaks. The syringe was connected, and it passively deflated returning the 10 ml of solution in two minutes and 12 seconds. The reported event was not confirmed; however, cuffing was evidenced. No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.